Manufacturer narrative:
H6: imdrf code a090208 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025, for the treatment of stones. During the procedure the image was initially fuzzy and progressively worsened throughout the case, ultimately displaying a honeycomb-like pattern on the screen by the end of the procedure. The procedure was completed with the original device there was no patient complications reported as a result of this event.